Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the dilator tip found damaged during use.

Event description:
The customer reports: the doctor found the tip of the dilator was not even prior to patient use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for evaluation. Visual examination revealed that the dilator tip was deformed/damaged. Microscopic examination confirmed the damage to the dilator tip. There are white stress marks around the damaged tip indicating the application of stress or resistance to this area. The tip defect is consistent with damage resulting from an attempted insertion. No other defects or anomalies were observed. The dilator body length from the hub to the tip, the dilator outer diameter, and the dilator tip inner diameter were measured and all were found to be within specification. A lab inventory guide wire was able to pass through the returned dilator with minimal resistance. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer reported complaint of dilator tip damage was confirmed through evaluation of the returned complaint sample. The dilator tip material was split and pushed back with white stress marks indicating the application of stress or resistance to this area. The returned dilator met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the sample as received and the nature of the defect, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the doctor found the tip of the dilator was not even prior to patient use.